Manufacturer narrative:
The device was returned for evaluation. Upon evaluation of the device, a b30 error and faulty scope socket were noted. In addition, 50 or more hours was observed on a non-olympus branded lamp. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii xenon light source is intermittently working. The event occurred during preparation for use and there was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the b30 error was likely caused by the faulty scope socket. The root cause of the faulty scope socket could not be identified. Olympus will continue to monitor field performance for this device.